Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the pusher assembly was fractured, and the embolization coil was detached from the pusher assembly. Probable cause of this damage may be due to forceful advancement against resistance, followed by forceful handling of the device. If the pod pc is forcefully advanced against resistance, damage such as a kink may occur. Subsequently, if the kinked device is further manipulated, the kink may worsen to a fracture. If the pusher assembly fractures, and the pull wire is retracted out of the distal fractured segment, the embolization coil will detach. Further evaluation revealed offset coil winds through the embolization coil. This damage may be a result of forceful advancement against resistance during the procedure or may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the iliac artery using pod packing coils (pod pc), a non-penumbra microcatheter, a non-penumbra catheter, and a guidewire. It was noted that the aneurysm that was being treated had been previously treated with coils and a stent which became damaged with a hole due to patient movement. During the procedure, the physician advanced the catheter through the damaged stent and gained access to the target vessel. The physician then successfully implanted five pod pcs in the target vessel using the microcatheter. Next, while the physician was repositioning the microcatheter, the hospital technologist inadvertently knocked a pod pc off the sterile table onto the floor and it became contaminated. Therefore, the pod pc was not used in the procedure. While advancing another pod pc into the microcatheter, the hospital technologist experienced resistance and kinked the pusher assembly of the pod pc. Subsequently, while attempting to straighten the pusher assembly, the pod pc unintentionally detached in the microcatheter; therefore, the microcatheter containing the detached pod pc was removed from the patient. The physician was satisfied with the results, and the procedure was completed at this point. There was no report of an adverse effect to the patient.